Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 60mm + pre-operatively ruptured abdominal aortic aneurysm. The aortic neck was 10mm in length and 30mm in diameter. The vessels were extremely tortuous. It was reported that the endurant main body device was successfully delivered and implanted via the left side, and the16x16x156 endurant was being used as the contralateral limb on the right side. Just prior to attempting to deliver this device, the patient coded. The physicians were forced to try and deliver this device while chest compressions were being given. The right common iliac was extremely tortuous, and the device had difficulty tracking. While attempting to advance the device from the right common iliac artery into the aorta the physician stated that they believed the amplatz super stiff wire kinked. The device was unable to be advanced or retracted along the wire after that. Removal of the delivery system required pulling both the delivery system and the wire out. Upon losing wire access, the gate could not be re-cannulated prior to the patient expiring. Per the physician the cause of the event was anatomy related. The sudden and rapid decrease in blood pressure was the ultimate cause of death, but it is unknown what caused the sudden event. With regard to the 16x16x156, the physicians stated that the extreme tortuosity of the patient¿s right common iliac artery and the kinking of the wire caused the delivery system to become stuck on the wire and ultimately prohibited the device from being advanced and deployed. The cause of death was because this patient's blood pressure dropped rapidly several hours into the procedure requiring chest compressions and then the patient later expired. No additional clinical sequelae were reported.